Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure. According to the complainant, the device was tested prior to the procedure and no anomalies were found. They were able to take a biopsy from the cecum with no issues; however, upon withdrawal of the device, it appeared that a small wire was spread out and broken at the cups of the forceps no parts detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure. According to the complainant, the device was tested prior to the procedure and no anomalies were found. They were able to take a biopsy from the cecum with no issues; however, upon withdrawal of the device, it appeared that a small wire was spread out and broken at the cups of the forceps no parts detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the needle tail bent and was protruding from the clevis. Additionally, both curves of the pull wires were found to be out of specification. No abnormalities were noted with the device riveting and crimping marks which were found to be within specification. Functionally, the jaws opened and closed within specification. The condition of the returned incident device was consistent with the complaint of a "small wire was spread out and broken." Based on the evaluation, the pull wire was not broken, but the needle tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that not similar complaint exist for the specified lot. (B)(4).